Event description:
Medical affairs called the pt on 12/03/03 and obtained the following info: pt called lfs on 12/02/03 alleging their meter would only show 3 dashes (--) on the display when attempting to test. They stated that this problem with the meter occurred 3 to 4 weeks ago. Pt did not have a back-up meter, therefore was not testing their blood sugar. They stated that they continued to take their set amount of glucophage twice a day. They reported feeling lightheaded and weak on some of the days that they were not testing. On approximately pt's spouse drove pt to the emergency room. She do not remember the result in the ER but they were given insulin and admitted. They stayed in the hospital for 3 days and was treated with insulin. They stated that some of the readings that they obtained while in the hosp (on the hosp meter) were 145, 135, and 102 mg/dl. Pt was discharged and continues to take glucophage twice a day. Pt stated that prior to the malfunctioning of the meter, they were getting "some high" readings. Although the pt was hospitalized, the case is being reported as a malfunction because, the result in the emergency room is not known. Therefore there is no evidence of the pt suffering a serious injury. Also the pt did not attempt to have their blood sugar tested for a couple of weeks, so it is not known if they suffered a serious injury during that time.